Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Based on the limited information provided, the root cause for the valve stenosis three years post valve implant could not be confirmed, but may be related to the patient¿s co-morbidities (ckd) or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: ooms, j., von der thüsen, j., budde, r., van mieghem, n. Treatment of a prematurely degenerated transcatheter heart valve in a patient on dialysis (2019). Jacc: cardiovascular interventions. Https://doi.org/10.1016/j.jcin.2019.09.049.

Event description:
As reported through our affiliate in (B)(6) and through an article, "treatment of a prematurely degenerated transcatheter heart valve in a patient on dialysis ", an (B)(6) year old man with a history of coronary artery bypass grafting, atrial fibrillation on warfarin therapy, and hemodialysis presented with recurrent syncope 3 years after transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve. Transthoracic echocardiogram (tte) revealed an increase of the transvalvular mean gradient from 10 mmhg early after tavr to 43 mmhg. Multidetector computed tomography (CT) examination disclosed clearly distinguishable calcified leaflets, with impaired opening, suggestive for premature leaflet degeneration. After heart team consensus, a transfemoral tavr with a non-edwards valve was performed. As per author, end-stage renal failure requiring hemodialysis is associated with premature bioprosthetic valve degeneration.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: section b1 - adverse event selected.